Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, the wake button was sticking and the insulin gauge was inaccurate. It was also reported that the customer had an unspecified cartridge issue. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.